Manufacturer narrative:
The device was received for evaluation and repair. The cable was found cut. The device was not tested for heating, the device was repaired prior to receiving additional information from the customer. The cable assembly was replaced and the device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial report from the customer on (B)(6) 2018 indicated the device was not working. No patient impact reported additional information was received from a healthcare professional (hcp) regarding a hand-piece. It was reported that the device was not working and heated up instantaneously when used for testing purposes prior to decontamination. The hcp noted that they had tested the device prior to putting it in service and that it was never used in the operating room (or). There was no patient or staff impact.